Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that they met resistance when trying to insert cvc kit. The doctor reports that when she inserts the needle and then the guide wire, she would meet resistance upon insertion of the guidewire. She couldn't get the guidewire out and had to use hemostats to remove the wire and the wire sheered upon removal. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The customer returned a guide wire and a 3-lumen catheter for evaluation. The guide wire was advanced within the catheter and was unraveled/separated. Both components showed evidence of use. The guide wire was able to be removed from the catheter. Visual examination revealed the guide wire is separated from the proximal weld and is kinked/distorted in several locations along the body. The guide wire distal j-bend was deformed but intact. The customer reported using hemostats to remove the guide wire causing the guide wire to unravel. The separated ends of the coil wires and the core wire appear consistent with damage caused by hemostats cutting through the wires. Therefore, it is likely the resistance and kinking were caused by operational context and the separated coil and core wires were caused by the use of hemostats. The returned catheter shows evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was also broken adjacent to the distal weld; therefore, it is likely the core wire was broken in two separate locations. The exposed distal core wire tip is pinched at the point of separation indicating a cut. The same pinched end was observed on both ends of the unraveled coil wire. Both welds were present and appeared full and spherical. Microscopic examination of the catheter did not reveal any defects or anomalies. The major kinks in the guide wire body were measured at 1.3, 9.6, 26.3 and 42.4cm from the distal tip. The broken core wire measured 582mm in length, which is not within specification; therefore pieces of the core wire appear to be missing. This would indicate the core wire was broken in two locations. The outside diameter (od) of the guide wire was measured and found to be within specification. A lab inventory guide wire of same diameter as that supplied in kit cdc-45703-xp1a passed through the distal extension line and catheter body of the returned catheter with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record (DHR) review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld and a portion of the coil wire had separated from the guide wire body. The customer reported using hemostats to remove the guide wire and the damage observed was consistent with damage caused by hemostats. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that they met resistance when trying to insert cvc kit. The doctor reports that when she inserts the needle and then the guide wire, she would meet resistance upon insertion of the guidewire. She couldn't get the guidewire out and had to use hemostats to remove the wire and the wire sheered upon removal. No patient injury or consequence reported.